Event description:
It was reported that no flow occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.00 x 12mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. Following predilation with a non-boston scientific (bsc) balloon, a 3.00 x 12mm promus elite drug eluting stent was deployed from the proximal to mid lad covering the first diagonal (d1). Post stenting, the physician observed that d1, a major artery, was pinched resulting in no flow. The physician rewired d1 and deployed a non-bsc stent. No further patient complications were reported and the patient status was stable, responding well to medications.